Event description:
At time of pick-up of a citadel plus bed frame, an arjo service consultant was informed by a nurse that a patient fell from this bed. No injury occurred. No medical intervention was needed.

Manufacturer narrative:
At time of pick-up of a citadel plus bed frame, an arjo service consultant was informed by a nurse that a patient fell from this bed. No injury occurred. No medical intervention was needed. The involved bed frame is a part of us rental fleet. The customer requested to replace this bed because it was allegedly blocked in an up position. During the device evaluation, it was found that the left side rail was broken and it did not lock correctly. It is unknown if this malfunction occurred before or during the patient's fall. No other issues were found. Instruction how to lock the side rail is described in the instruction for use (831-374_en): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ ¿it is recommended that side rails (if used) be locked in the full upright position when the patient is unattended." The patient fell from the arjo device therefore it played a role in the event. The involved device¿s functions did not operate correctly, therefore the device did not meet its specification. The complaint was assessed as reportable due to indication about the patient¿s fall.